Manufacturer narrative:
Product event summary: it was confirmed that there was an area of the display where the cusor would "jump" when the stylus passed over.

Event description:
It was reported that there was a band across the center of the programmer's screen that was unresponsive or had a delayed response to the stylus. The stylus has been replaced and recalibrated multiple times with no change. The programmer has been returned to service. No patient complications have been reported as a result of this event.